Event description:
The handpiece was returned to the MFR for service, and during the eval debris came out of the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval, debris came out of the device. A sample was taken from the device and sent for analysis. A f/u report will be submitted after the quality investigation has been completed.